Event description:
It was reported while drilling the second hole in the acetabulum for the second screw that the flexible drill bit shaft would spin but the drill bit would not. The drill bit was seated fully, worked at first, but stopped working towards the end. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). One flexible silicone drill driver item# 110010733 lot# 197827 was returned and evaluated. Upon visual inspection the sheath around the inner spring had torn. The head of the drill has been bent. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Confirmed through review of product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.